Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's stimulation was turning off, but the patient was unable to confirm this as he lost his patient programmer. The rep was planning on meeting with the hcp and the patient later in the day to review the device and the settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.